Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 2 of 8.

Event description:
Impossible to pass into a 1.8 mm incision with the sleeve. No patient impact. No product available for return.